Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed the screw head was observed detached from the threaded body. Threaded body was not observed on image. A photograph of the cranial intra-operatory surgical procedure was also observed, however, fragment remained within patient's body can not be identified. The observed condition of the device can be consistent with a component failure that was caused by exposure to unintended forces, however, with available evidence the complete potential cause can not be established. Surgical technique was reviewed and the following relevant statement was found at page 16: carefully insert the selected screw, using the appropriate screwdriver, until the screw is countersunk in the plate. Use a light, two-finger approach (thumb and index fi finger) to insert the screw. To prevent breakage, do not overtighten the screws. Stop immediately when the screw has made full contact with the plate. Overinsertion of the screw beyond its initial contact with the plate may result in breakage or deformation of the screw head. If screw insertion proves difficult, this is most probably due to an insufficiently tapped hole. In such cases, carefully withdraw the screw and re-tap the hole, ensuring that the tap is fully inserted and sufficiently sharp. Replace the screw if the screw or screw head is damaged. If the screw head breaks or the bone strips out during screw insertion, an emergency screw must be inserted. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the 2.0 rapid resorbable crtx scr 4-s-2pk would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 806.004.02s. Lot: 328l665. Manufacturing site: werk bio oberdorf. Supplier: na. Release to warehouse date: 03 sep 2024. Expiration date: 01. Aug. 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.

Event description:
It was reported that during the surgery, an absorbable fixation system was used to repair the patient's skull. During the tightening process, a bone screw broke in the middle, and the broken part was located inside the skull and could not be removed. It was necessary to select a new position and reattach the bone plate and screws. The doctor replaced a new set of bone screws and selected a new location for repair, and the surgery proceeded smoothly. No subsequent adverse situations were found.